Event description:
The pt received left heart catheterization using a right access site. Device deployment was uneventful and performed by a certified user. Two hours post deployment the pt's right leg developed pain and was cold due to arterial occlusion. Three hours post deployment the pt was treated with angio-jet, tpa and surgical thrombectomy. The event resolved without additional sequelae. Two days post event, the posterior and anterior tibial pulses were strongly palpable.